Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure intending to implant a transcatheter heart valve (thv) within a 25mm medtronic mosaic surgical valve, the medical team had also planned for bilateral coronary protection (rca) and right coronary artery percutaneous intervention (pci), prior to valve implant. The physician elected to start procedure with an 18f gore dry seal sheath. During rca pci the patient condition deteriorated, and the decision was made to expediently implant the tavr valve, and the device was implanted. The model and brand of the pci device was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).